Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch had been triggered due to two high out of range pacing impedance measurements on the right ventricular (rv) lead. Noise was seen on the right ventricular (rv) lead during myopotential measurements in the bipolar and unipolar configuration. An x-ray was taken which did not show evidence of a lead fracture, but a lead fracture was suspected. The patient had an underlying rhythm. Boston scientific technical services (ts) discussed this case and noted that it was difficult to determine the root cause of this issue, and also discussed a possible invasive procedure if a lead issue was suspected. It was noted that the patient will be monitored and no intervention was planned. No adverse patient effects were reported.

Event description:
Additional information noted that this device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.